Event description:
Caller reported aviva system blood glucose results, all mg/dl: 1:31 pm 96 1:21 pm 98 1:11 pm 79 1:06 pm 217 1:04 pm 80 no adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.